Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with a previously implanted stent, resulting in the reported difficulty during removal. Additionally, it was reported that the guide wire separated during removal. It is likely that manipulation of the wire, when resistance was met, contributed to the reported separation. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the hi-torque (ht) balance middleweight (bmw) guide wire was advanced in the obtuse marginal when resistance was noted with a previously implanted unspecified stent in the circumflex artery (bifurcation). The guide wire became stuck with the stent and separated approximately half a millimeter (tip). The tip was left in the implanted stent, ending the procedure. There was no patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.